Event description:
The customer called to report that she was hospitalized for low blood glucose levels, with a reading of 29 mg/dl. The customer was told that she was clammy, incoherent and her eyes were rolling back. The customer had changed the infusion set the day prior to the event, and was disconnected during the manual prime. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.